Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the the bladder pigtail was detached and the suture hole was torn. The suture was not returned. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it was found that the device has the suture hole torn and the bladder pigtail detached. It is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. The reported complaint of stent shaft break cannot be confirmed due to the coil was detached and not the shaft for this reason the report issue cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an unknown procedure performed on (B)(6) 2021. During introduction, it was noticed that the stent was ruptured. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an unknown procedure performed on (B)(6) 2021. During introduction, it was noticed that the stent was ruptured. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the the bladder pigtail was detached and the suture hole was torn. The suture was not returned. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it was found that the device has the suture hole torn and the bladder pigtail detached. It is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. The reported complaint of stent shaft break cannot be confirmed due to the coil was detached and not the shaft for this reason the report issue cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to block e1 (initial reporter title), (initial reporter first and last name), (initial reporter phone), (initial reporter's occupation), (initial reporter email) correction to block g2 (report source) correction to block h10 (conclusion code)

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an unknown procedure performed on (B)(6), 2021. During introduction, it was noticed that the stent was ruptured. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.